Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with this electrode required two shocks to convert an arrhythmia. An x ray showed the electrode was superior and lateral consistent with implanted. The physician decided to improve electrode position. This electrode was successfully explant and replace. No additional adverse patient effect were reported.